Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) remained in 30:2 mode after the user tried to switch to continuous compression mode was not confirmed during the review of the archive data and functional testing. No malfunction was observed that could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform was able to switch modes between continuous compression and non-continuous compression with no issues; therefore, the reported complaint was not replicated. Also, unrelated to the reported complaint, the platform failed the initial functional testing due to fault code 16 (timeout moving to take-up position) error message. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor, likely attributed to normal wear and tear. When the bushing slips, the drivetrain motor will seize and unable to rotate. To remedy the reported issue, the defective drive train motor was replaced. The autopulse platform was manufactured in september 2014, and it is more than 6 years old, well beyond its expected service life of 5 years. The archive data review showed no significant discrepancies on the reported complaint date, however, the data showed the presence of the fault code 16, unrelated to the reported complaint. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any fault or error. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. The drive train motor brake gap inspection was performed and verified the brake gap was within the specification. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In 30:2 mode it performs 30 compressions and then pauses for three seconds to permit the user to ventilate the patient before automatically resuming compressions; in continuous mode it performs continuous compressions. In this case, if it's necessary, the trained user can reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) ) was used to resuscitate a 65 years old female patient in cardiac arrest. The cardiac arrest was witnessed by a nursing home healthcare provider. The CPR was started immediately. The CPR was continued by the ems crew 5 minutes after receiving the call. The patient was placed on the platform and the device started the compressions. The crew tried to change the platform compressions from 30:2 to continuous mode, however, the platform remained in 30:2 mode. The manual CPR was performed for approximately 30 seconds each time they tried to switch the platform to the continuous mode. The crew continued to use the platform in 30:2 mode during the transport until the patient was delivered to the hospital. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead by the emergency department staff in the hospital. Per the reporter, the patient's death was not related to the autopulse platform.